Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at third-party service center, visible foam particles were noted in the airpath. The devices sound abatement foam was replaced to address this issue. The device's pollen filter was reinstalled into the airpath assembly.